Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was patient representative stated the patient's battery died before it was recharged. Patient representative said they charged the handset and the charger indicator said 50%, but patient representative said the therapy was off. Caller stated that they needed to use the communicator to turn the therapy back on, but they couldn't connect to the implanted neurostimulator because they kept getting communicator not found message. Agent walked patient representative through trying to connect with communicator and handset but the patient representative received a no communicator found. Pss had the caller restart the handset and the communicator but the issue was not resolved. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Caller was able to use a programmer they still had to turn the ins on.